Manufacturer narrative:
H.6. Investigation summary: customer returned (9) opened 31g x 5mm bd pen needles without tear drop labels attached. Consumer reported finding the needles not to inject insulin with a good flow, and also stated recapped the inner shield on the pen needle and stuck himself; the needle went thru the inner shield. All 9 returned samples were examined, and none (0) samples exhibited the cannula through the inner shield. All 9 samples were then tested for flow using a test pen injector: all 9 tested samples were able to expel properly. As no manufacturing defects were observed, the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the during use, the medication was not flowing properly and when capping the needle it went through the shield and stuck the consumer with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter: it was reported by the consumer that the medication was not flowing properly. Additionally, it was reported that when recapping the needle, the needle went through the inner shield resulting in a needle stick to the consumer. Initial report from consumer: item 320119 lot # 8269994 finding the needles not to inject insulin with a good flow. Most needles are tight when pressing the dose button on pen seems like medication not flowing properly. Consumer also stated recapped the inner shield on the pen needle and stuck himself. The needle went thru the inner shield. He is fine no medical attention. Unknown date. Does not reuse or store pen needle on pen. Discarded over 50 from this box. Feels he will have more.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the during use, the medication was not flowing properly and when capping the needle it went through the shield and stuck the consumer with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter: it was reported by the consumer that the medication was not flowing properly. Additionally, it was reported that when recapping the needle, the needle went through the inner shield resulting in a needle stick to the consumer. Initial report from consumer: item 320119 lot # 8269994 finding the needles not to inject insulin with a good flow. Most needles are tight when pressing the dose button on pen seems like medication not flowing properly. Consumer also stated recapped the inner shield on the pen needle and stuck himself. The needle went thru the inner shield. He is fine no medical attention. Unknown date. Does not reuse or store pen needle on pen. Discarded over 50 from this box. Feels he will have more.